Manufacturer narrative:
The device was received with both seals intact. And a cracked right plunger case (upper screw hole). The device history report showed motor rate error. The device was tested using occlusion test. The reported problem was replicated and attributed to debris on coupler and opti-sensor (u29) the tech cleaned worm coupler and opti-sensor. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported the device had a motor rate error. No patient injury reported.